Event description:
It was reported that a vns patient experienced pain at the generator site and underwent revision surgery to have the device location revised. Further follow up with the surgeon revealed that the patient was "not satisfied with the placement of the device and requested that the surgeon replace it on the right side so that it was more symmetrical." The surgeon then placed the generator on the right side, in a more subclavicular position. The surgeon believes that the pain reported is due to the implant surgery. Diagnostics were performed during surgery revealed normal device function.